Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving dilaudid (unknown dose/concentration) via an implanted pump. Indication for use was known as spinal pain and lumbar radiculopathy. It was reported that the pump does the trick and he doesn't have to take anything for his sciatic pain unless he over does it with activity, then he had to take breakthrough medication as needed. Additional information received reported that the patient was in pain. He had breakthrough medication that was the same as his pump, dilaudid, and it wasn't helping. It was noted that the patient was working with a manufacturing representative or a doctor to resolve their concerns. Additional information received on (B)(6) 2015, reported that the patient had a change in therapy effect. The patient had the pump removed because it was not giving them any relief after a car wreck (unrelated to device/therapy) and they had become tolerant to the medication. The event date was noted as (B)(6) 2014. The car accident occurred on (B)(6) 2013. The patient reported that the physician had turned the pump off "several" months ago (from (B)(6) 2015), because the patient was going to be on high medication after surgeries (unrelated to device or therapy) and they did not want the patient to get over medication.

Event description:
Information received from a consumer patient receiving dilaudid (unknown dose/ concentration) via an implanted pump. Indication for use was known as spinal pain and lumbar radiculopathy. It was reported that the pump does the trick and he doesn't have to take anything for his sciatic pain unless he over does it with activity, then he had to take breakthrough medication as needed. Additional information received reported that the patient was in pain. He had breakthrough medication that was the same as his pump, dilaudid, and it wasn't helping. It was noted that the patient was working with a manufacturing representative or a doctor to resolve their concerns. Additional information received on 2015-11-16, reported that the patient had a change in therapy effect. The patient had the pump removed because it was not giving them any relief after a car wreck (unrelated to device/therapy) and they had become tolerant to the medication. The event date was noted as (B)(6) 2014. The car accident occurred on (B)(6) 2013. The patient reported that the physician had turned the pump off "several" months ago (from (B)(6) 2015), because the patient was going to be on high medication after surgeries (unrelated to device or therapy) and they did not want the patient to get over medication. Pertinent medical history: car wreck, multiple surgeries, back surgery to put steel rods and then sewing of intestines because patient is bent over and can only walk with is hands on their knees.

Event description:
Additional information received from the consumer patient. The dilaudid in the patient's pump "was not doing any good." The patient first experienced pain in 2015, post pump explant. The patient hurt like crazy the day they had their pump removed. It was around the time the patient called the manufacturer on (B)(6) 2015. The physician was notified, the patient asked for a prescription but the physician would not do it. The physician gave the patient "nothing." The patient called their primary care physician and was given 10 pills of demerol 100mg and took one each day. The patient "got through all the pain." The "hurting like crazy" had resolved. The patient reported that the day the pump was removed, the physician didn't do anything but "local around the pump. It was hot in the office and two nurses had to hold the patient down. The patient was given enough shots "until he went to sleep." The patient reported it felt like a "wash rag stuffed in where the pump was removed, it is messed up." The patient mentioned pertinent medical history: chronic obstructive pulmonary disease (copd), had two open heart surgeries with by pass, two arteries in legs removed and had neuropathy in feet with pain. No heart damage from heart attacks but slightly enlarged heart. The patient also had congestive heart failure one time and takes "water pills."